Event description:
In the process of contacting the patient's physician to notify them that the patient's device may be nearing end of service, it was discovered that the patient's device had been programmed to off in 2000 due to complaints of severe gastrointestinal distress and belching. The patient reportedly had no more complaints of gastrointestinal distress after the device was programmed to off.